Event description:
The initial reporter complained of questionable negative results for 2 patients tested for leukocytes with combur10 test m urine test strips on a urisys 1100 instrument. Patient 1 initial result was negative. The 2nd result was 500 leu/ul. Patient 2 initial result was negative. The 2nd result was 100 leu/ul. No questionable results were reported outside of the laboratory. The higher results were believed to be correct. The urisys 1100 instrument serial number was (B)(4).

Manufacturer narrative:
For patient 1, a bacteriogram was performed and gram positive cocci bacterium was identified but it did not grow in cysteine-lactose-electrolyte-deficient (cled) agar. The test strips were requested for investigation. However; the product is not expected for return. The retention material of lot 55017400 was measured on a urisys 1100 analyzer at the investigation site with 0-native-urine and a leukocytes-dilution-series. Neither false positive nor false negative results were observed. The retention material fulfills the requirements. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.